Event description:
It was reported that an asymptomatic patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise. No intervention was reported. There were no patient consequences reported.